Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device was cracked on top case on lower left corner. During the power up process, the reported problem was duplicated; the check syringe plunger error was found during the power up process. The root cause of the reported issue was found to be left flipper was stuck. Left timing plate was found misaligned due to broken screw-boss on left plunger case. Replaced left plunger case. Performed power up process and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the device will not recognize syringe. No patient injury was reported.